Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 333 (mg/dl) and trace ketones. Customer reverted to insulin injections to treat their bg levels and to maintain diabetes management.